Manufacturer narrative:
This device is not available for return and evaluation as it remains implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the severe degeneration and severe stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a patient with a 25mm bioprosthetic mitral valve implanted for ten (10) years and eleven (11) months underwent a valve-in-valve procedure with 26mm sapien xt transcatheter valve due to degeneration. Per obtained medical records, the patient presented with symptomatic mitral stenosis, syncope, and dyspnea on exertion. Transthoracic echocardiogram (tte) revealed severe prosthetic mitral stenosis with a mean gradient of 18 mmhg. Post-deployment of the 26mm sapien xt transcatheter valve, the tte showed mild perivalvular leak. There were no complications during the procedure and the patient was taken to the cardiac intensive care unit in a stable condition. The patient was discharged home on post-operative day three (3).